Manufacturer narrative:
The customer biomedical engineer troubleshot the reported issue with ge healthcare technical support. The unit was rebooted after the case and operated normally. The unit was placed back in service. Customer contact reports no patient information available. (B)(4).

Event description:
The hospital reported an internal malfunction causing a loss of mechanical ventilation during a case. There was no report of patient injury.